Event description:
Boston scientific received information that (B)(6) post implant this patient was admitted to the emergency room with left arm pain. Twenty minutes after admission the patient went into full cardiac arrest and passed away. A subclavian clot was suspected; however, it was stated that no venous needle sticks were completed since the procedure was a device changeout due to normal battery depletion. It is unknown if the lead would be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.